Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead experienced lightheadedness and a syncopal episode that resulted in the patient falling and hitting their head. It was noted that the device had delivered two shocks. Review of stored device memory noted undersensing of a ventricular rhythm for an unknown duration on the rv channel. A 41 joule shock was delivered, which, broke the rhythm, however, was noted to not be a clean break. The cause was syncope was felt to be due to the undersensing and the programmed duration in the vt-1 zone. Boston scientific technical services (ts) discussed programming options. Programming changes were made to duration. No additional adverse patient effects were reported. This product remains implanted and in service.